Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had vacuum leak. Upon arrival, first of all connected ballon just to check autofill and everything was working ok and it was not, come up with autofill error upon further inspection unit was failing the drive manifold test specifically vaccum leak. No harm or injury to the patient was reported.